Manufacturer narrative:
Date sent to FDA: 5/5/2021. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-29042021-0000948226 submitted for adverse event which occurred on (B)(6) 2011. Mwr-30042021-0000949102 submitted for adverse event which occurred on (B)(6) 2014. Mwr-30042021-0000949103 submitted for adverse event which occurred on (B)(6) 2016.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010, (B)(6) 2011, (B)(6) 2014 and (B)(6) 2016 and mesh were implanted. It was reported the patient experienced an undisclosed adverse event. Other procedure is captured under separate file. No additional information was provided.